Event description:
It was reported that a revision surgery of a journey uni knee tibial insert was performed. Primary implantation was performed on (B)(6) 2016. During the revision was identified that there was an unusual early complete wear of the insert, also there was massive metallosis and pronounced soft tissue damage.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the femoral implant showed gouging along the articular surface. Bone and/or bone cement was observed on the bone contacting surfaces and appeared well attached. The as received tibia insert showed gouging along the superior side of the implant, which transitioned to a worn surface as the damage moved posteriorly. The as received tibia baseplate was firmly attached with the insert when received. The superior surface of the baseplate damage showed burnishing. No material or manufacturing defects were observed in any of the components in the course of this investigation. The clinical/medical evaluation concluded that per complaint details, a revision surgery was performed approximately 4 years post implantation. Reportedly, ¿unusual early complete wear of the insert, also there was massive metallosis and pronounced soft tissue damage ¿ was noted during the revision. S+n has not received adequate information/documentation to fully evaluate the root cause of the reported event. Responses to the information requests have not been provided as of the date of this assessment. The patient impact beyond the reported revision and intra-op findings could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery of a journey uni knee tibial insert was performed. Primary implantation was performed on (B)(6) 2016. During the revision was identified that there was an unusual early complete wear of the insert, also there was massive metallosis and pronounced soft tissue damage. Tibial baseplate and femoral component were also explanted. The outcome of the patient is unknown.